Event description:
The customer reported a cgm error 42 experienced with their system. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support to complete a pump reset, which resolved the issue without the error recurring, and they successfully started their sensor session.